Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had a monitoring battery voltage of 3.10 volts and a charge time of 10.5 seconds in january, 2.91 volts, charge time of 16.1 seconds in april and currently 2.8 volts with a 21.5 second charge time. The caller thought this was a sudden change. A guidant technical services (ts) consultant discussed that the battery curve does tend to slope during middle of life 1, but that a data disk would be most appropriate. Ts discussed the advisory/notification regarding this model/device as well as normal middle of life extended charge time and the recent communication regarding this. No adverse patient symptoms were reported.